Event description:
Per pt tracking, this device was removed due to erosion in 2009 and was replaced with another biotronik system six days later. The leads were replaced at the time of the new implant. Linox sd 65/18, 1028232-2009-01541. Setrox s 53, 1028232-2009-01543.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been preformed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.